Event description:
It was reported that during an attempted implant, the right atrial (ra) lead experienced high thresholds of greater than 3 volts. The physician attempted to reposition the lead, but was unable to obtain thresholds of less than 3 volts. The physician opted to remove the ra lead and implanted a new lead successfully which achieved satisfactory results. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).